Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm excessive no delivery alarm and unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Insulin pump received with cracked case battery tube, cracked case corner of belt clips rails, erased serial number label and peeling keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting. Customer stated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.